Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and far field r-wave (ffrw) on the right atrial (ra) lead was observed. The left ventricular (lv) lead pacing vector was reprogrammed and the ra sensitivity was reprogrammed. Both leads remain in use. No further patient complications have been reported as a result of this event.